Event description:
It was reported that the user experienced high blood glucose after eating more than usual and administered 2 units of subcutaneous insulin via an external pen while remaining connected to the ilet, followed by education on the risks of insulin stacking. Symptoms included hyperglycemia with a reported glucose up to 290 mg/dl. Outcomes included a reduction in blood glucose to approximately 120 mg/dl without reported hypoglycemia or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user-initiated external insulin dosing while the ilet remained connected, which can contribute to insulin stacking and elevated risk of glycemic variability. It was concluded that the event was related to user technique and behavior rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.